Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and tested for leaks. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump stayed flat after compressed. No leaks were found in the pump. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the allegation of a mechanical issue could not be confirmed due to the inability to test the contaminated pump. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.